Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a customer that on (B)(6) 2018, a mlx xenon lightsource had smoke coming out after plugging in the unit. There was no patient contact, no patient injury nor any revisions or medical interventions done. Additional information was already requested.

Manufacturer narrative:
Investigation completed on 23feb2018. With respect to the returned unit, no nonconforming product report or nonconforming material report history was noted. The returned mlx light source presents with customer applied labels. Also, one top cover tab was missing as were the screw-tabs for the right side panel. Several cover screws were not completely seated and the external surfaces were scratched and nicked. Internal inspection found the housing of the lamp was sunken down in the center where it was melted. The connector for the fan power cable was found to be improperly seated. This condition caused intermittent fan operation and resulted in the lamp overheating and melting. The reported complaint is considered to be confirmed. The root cause of the improperly seated connecter was undetermined.